Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was particulate matter contamination in the line of an unspecified quantity of exactamix non-vented, high-volume inlets. This was observed during inspection of the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: a device was received for evaluation. A visual inspection was performed, and a black speck particle on the tubing was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.